Event description:
The customer reported the system shut down without command during an exam. There is no report of patient injury or death.

Manufacturer narrative:
The customer resolved the issue. No ge service provided.